Event description:
The device was used during a laparoscopic procedure. It was reported that "the device was installed into pt and then ripped at green area causing trouble. Individual paper wrap inside first red bag." A second device was opened and the procedure was completed without consequence to the pt.